Manufacturer narrative:
The device was returned and analyzed. Visual and functional testing was conducted and all device specifications were met. The manufacturing records and patient's data were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient experienced a tingling sensation while charging the ipg. The sensation intensified and the patient required assistance to end the charging session. Additionally he experienced symptoms of tachycardia following this incident. The therapy is currently off and patient is under the care of a cardiologist.